Event description:
Bmw wire advanced without difficulty and artery was stented. During removal, the wire separated leaving the distal end of the wire in the pt's artery. Pt pain free, no further action required.

Event description:
Pt developed recurrent chest pain. Attempt at wire removal with snare necessary to prevent vessel occlusion/mi. Snare attempt unsuccessful with coronary perforation and tamponade. Pt expired on 6-19-00.